Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records 10 apr 2018. The patient was revised due to aseptic loosening of the tibial tray at the cement to implant interface. Competitor cement was used during the primary surgery. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. (B)(4).